Event description:
It was reported that during a craniotomy, the ring is dislodged and retain inside the attachment. The procedure was completed with backup products. Other attachments and the handpiece were tested after the case and functioned normally. No symptoms, adverse events, illnesses, infections, or deaths were reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3:no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: evaluation determined that the device with distal bearing detachment. The likely cause of the failure could be due to prolonged usage. It was also noted that the laser markings are faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.